Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump's screen was hard to read. The insulin pump had a crack near the act button and the screen was scratched. The customer experienced a low blood glucose level of 1.6 mmol/l. The customer treated their low blood glucose level with food. The customer's basal rates were lowered because of hypoglycemic events. The insulin pump was exposed to a MRI. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.